Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received initial electrical analysis found an unstable resistance value on the sensing coil. During additional testing, the failure mode was lost and could not be reproduced. The root cause could not be determined, but this anomaly might have caused the reported inappropriate shocks and noise as seen on the egms.

Event description:
It was reported that the patient received inappropriate therapy due to noise. The lead was explanted and replaced.